Event description:
IV infiltration of infant. Caregiver was unaware of problem until notified by supervisor and symptoms were advanced. Left arm tight in axilla, waxy appearing upper arm, mottled forearm and finger tips. Pt went to surgery for fasciotomy. Long term effects unknown.